Manufacturer narrative:
The service engineer (se) reported that the touchscreen was replaced to resolve the issue. The device passed all the test criteria, and was returned to service.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root case: customer complaint verified by technician. The touch screen flex circuit failed required resistance testing. The high out of specification resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display that was partially black. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a display that was partially black. It was noted that the bottom half of the display was black, and no parameters were visible. The investigation is ongoing.